Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-04454. It was reported the patient was experiencing the inability to increase the amplitude of the stimulation. The patient is requesting an explant of the scs system because it is not relieving the pain despite multiple reprogramming sessions. Surgical intervention may be pending to address this issue.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-04454. Follow up information identified a representative from stericycle spoke to the patient on (B)(6) 2017 and the patient reported the devices are no longer implanted.